Event description:
The user facility reported an oil leak from their v-pro max 2 sterilizer. No report of injury.

Manufacturer narrative:
A steris service technician arrived on-site following the reported event to inspect the v-pro max 2 sterilizer and found that the unit's vacuum pump seal was damaged and leaking oil. The technician replaced the vacuum pump and seal, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.